Manufacturer narrative:
Product event summary: the device data was returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed five applications were performed using an afapro28 balloon catheter with lot number 25365. The patient file did not show any system notice on the reported date of the event. The failure file was not received. In conclusion, the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician and the clinical issue of cardiac tamponade occurred during the procedure and cannot be assessed through data analysis. The balloon catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID:4fc12, product type: sheath; product ID:2ach20, product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a cardiac tamponade occurred. A thoracotomy was carried out to treat the cardiac tamponade. The case was aborted. The patient was not under general anesthesia. The patient's hospitalization was extended. No further patient complications have been reported as a result of this event.